Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, so an evaluation was unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient factors or traumatic events. DHR review the lot number was not provided, so the DHR could not be reviewed. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed after a patient presented with a squeaking noise coming from the implanted construct during movement. During the revision, it was found that the threaded shaft of the pedicle screw at left l5 had fractured. Additionally, the rod on the right side of the construct was able to move medially/laterally because one of the pedicle screw heads did not maintain its position. The fractured screw, both rods, and four plugs were removed and replaced. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00278 through 3012447612-2021-00280.

Event description:
It was reported that a revision surgery was performed after a patient presented with a squeaking noise coming from the implanted construct during movement. During the revision, it was found that the threaded shaft of the pedicle screw at left l5 had fractured. Additionally, the rod on the right side of the construct was able to move medially/laterally because one of the pedicle screw heads did not maintain its position. The fractured screw, both rods, and four plugs were removed and replaced. This is report two of three for this event.